Manufacturer narrative:
Date sent to the FDA: 06/17/2009. Mesh exposure occurred - worsening bladder problems dyspareunia - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a surgical procedure where mesh was used transvaginally to correct a bladder problem and rectocele in 2007. Within three weeks, the pt was having extreme pain in the pelvic region. Within two to three months, the pt had an erosion of the mesh used in the bladder repair and had to have that removed. The mesh removal did not help with the pain or her difficulty with walking. The pt's bladder problem returned worse than before. The mesh used to treat the rectocele had started eroding also and that was removed. The pt is still in great pain and cannot have relations with her husband. The pt has permanent nerve damage and needs to take morphine and neurontin to make it through the day.